Event description:
It was reported the pt had experienced a fall several weeks ago and had been experiencing diminished stimulation therapy in the desired pain pattern on the left side. A full parameter diagnostic indicated valid impedance values. Reprogramming was attempted to no avail. X-rays indicated the system lead has migrated. Surgical intervention is pending to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.